Event description:
Information was received from the health care professional (hcp) regarding a patient who was implanted with an implantable neurostim ulator (ins) for parkinson's dual and movement disorders. It was reported the leads were re-numbered after the replacement and now electrodes 1 <(>&<)>2 correlate to 9 <(>&<)> 10 in the currently configured system. An impedance measurement was taken with the following measurements: c/8 972, c/9 786, c/10 556, c/11 556, 8/9 1094, 8/10 1141, 8/11 1149, 9/10 805, 9/11 817 and 10/11 87 ohms. When the patient was using her group on 9<(>&<)>10 currently, they felt an intermittent jolting sensation so they deleted that group altogether. The patient was currently programmed on 8+ 9- and was getting only partial symptom relief. The system was fine 2 weeks prior to report and 3 days later was when the patient started to feel issues. Additional information received 8 days later from the hcp reported diagnostics included deep brain stimulator (dbs) interrogation. Therapy and electrode impedances were discussed with technical support and the caregiver by telephone. Actions/interventions included the patient was seen by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.